Event description:
During procedure the stent was pulled out by the delivery system following deployment. The physician completed the procedure with the use of another stent. The patient is reportably in stable condition.

Event description:
During procedure the stent was pulled out by the delivery system following deployment. The physician completed the procedure with the use of another stent. The patient is reportably in stable condition.

Manufacturer narrative:
A review of the device history record showed that this device met all required specifications upon its release. Additional information was requested from the user facility. From the responses received it was determined no anomalies were noted during preparation of the stent system and the patient's anatomy was of moderate tortuosity. Analysis of the returned device found the catheter's inner and outer bodies were full of blood. Other than blood no defects were noted with the inner body and outer body. The rotating hemostasis valve was examined and found conforming to specifications. The stent was found severely tangled on both sides with several struts kinked and tangled. From the information provided, the damage noted to the stent was caused during the removal of the stent post deployment. No other anomalies were noted. A definitive root cause for the stent migration cannot be definitively determined. There is no indication of misuse, user error or mishandling. From the information available, it can only be concluded that some procedural or anatomical factor caused or contributed to the delivery system coming into contact and moving the stent. As a result, a root cause of operational context has been assigned.